Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble. The customer¿s blood glucose was unknown. Customer was assisted with troubleshooting. The customer stated that they observed air bubbles in the reservoir during fill the reservoir with insulin. The customer stated that they threw the reservoir away but approximate size of air bubble was small. The device will not be returned for analysis.